Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was 400 mg/dl. The customer corrected high blood glucose by drinking water until blood glucose came down (no treatment via insulin). The customer reported the drive support cap appears normal. The customer stated that the device was exposed to high magnetic field. The customer did not report motor position encoder error alarm. The customer received motor error alarm during pump rewind. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The pump failed the displacement test, followed by a motor error alarm during the rewind and a motor position encoder error alarm was found at the alarm history file due to an out of phase motor encoder signal. The pump was received with a cracked reservoir tube lip, minor scratches on the lcd window, a scratched reservoir tube window, and a stained end cap sticker.